Manufacturer narrative:
(B)(4): device manufacture dates: august 16, 2013 - august 19, 2013a request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an sv 2 ml/hr folfusor did not completely empty. This occurred during a patient infusion. The reporter stated that the pump was filled with 99 ml of an unknown drug(s). When checked later, it was observed to only have infused a total of 9 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing determined that the device had a flow rate within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.